Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The customer confirmed the b30 error was resolved; therefore, the device was not returned for further evaluation. Based on the results of the investigation, it¿s likely the b30 error occurred because of a scope communication failure due to a foreign material or moisture that adhered to the electrical contacts. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. The customer¿s olympus sales representative called the olympus technical assistance center (tac) support to troubleshoot. Tac instructed the customer to remove the scope and clean the scope contacts with cv-190 powered off. Tac then instructed the customer to connected scope with clv-190 turned off after wiping it clean and the error went away. Tac instructed the customer if the issue comes back to remove large cable on back and reseat it. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, a b30 (scope communication error) displayed on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.